Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of shock impedance on the right ventricular (rv) channel and high out of range pacing impedance on the left ventricular (lv) channel. The device was explanted and replaced. No additional adverse patient effects were reported.